Event description:
The customer reported that the device did not seal the uterine ovarian ligament properly during a laparoscopic salpingo-oophorectomy. The surgeon attempted to seal the vessel twice. End tones, indicating a completed seal cycle, were heard but no smoke or steam was seen during activation. The surgeon noted that he had poor visualization of the sealed area due to the patient's stage 4 endometriosis. The patient lost roughly 1500cc's of blood and received 2 units for a transfusion. The surgeon performed a laparotomy to perform hemostasis of the bleeding area with sutures. Within two days after the operation, the patient's hematocrit level went from 20.3 to 30 and she was able to go home after having recovered in this timeframe.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.